Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm that occurred while changing the infusion set. The blood glucose reading was 128 mg/dl. She was advised to disconnect and reconnect the reservoir and tubing and then push insulin manually through the tubing with the plunger and customer stated that insulin did not exit. She was advised to repeat the process with a new infusion set, but the same reservoir and customer reported that the insulin again did not exit. She was advised to repeat the process with a new reservoir and she stated that insulin did exit and that the insulin pump did not alarm for no delivery. Nothing further was reported.